Event description:
Boston scientific received information that during a follow up visit this implantable cardioverter defibrillator (ICD) had a charge time of 27.5 seconds and had triggered elective replacement indicator (eri) approximately six month earlier. At the previous follow up six month earlier, the charge times had been 17.5 seconds and the device was indicating middle or life two (mol2). A replacement procedure will be performed in the near future. No adverse patient effects were reported. The patient is not pacemaker dependant and not vt or vf episode stored in memory.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available, this investigation will be updated.